Event description:
A patient reported a malfunction with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer decided to use multiple daily injections as a backup method to continue insulin delivery.